Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used in a polypectomy procedure performed on (B)(6) 2024. During the procedure, the wire could not cut the polyp. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used in a polypectomy procedure performed on (B)(6) 2024. During the procedure, the wire could not cut the polyp. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h10: investigation results one sensation short throw snare was received for analysis. Visual analysis of the returned device revealed the working length was bent, and the loop was bent as well; a functional inspection performed and the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. No other device problems were noted. The reported complaint of loop failure to cut was unable to be confirmed. Upon analysis, it was found that the working length (distal part) was bent, and the loop was bent as well. These problems likely have occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.